Manufacturer narrative:
Co was not abe to reproduce the failure. It is likely the valves failed to open due to a foreign particle becoming lodged in the spool, later becoming dislodged.

Event description:
In late may 1997 the hospital complained of loss of pressure and flow.